Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor was sent for further investigation and de-cased. Visual inspection was performed the returned sensor¿s pcba (printed circuit board assembly) and no issues were observed. Smu (source measurement unit) testing was performed to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received a lower sensor scan result of 53 mg/dl compared to blood glucose reading of 501 mg/dl obtained on a competitor brand device. Customer was injected with 15 units of fast acting insulin by a non-healthcare provider. No further treatment was reported. There was no report of death or permanent impairment associated with this event.